Event description:
It was reported that stimulation was in the wrong location and the patient lost coverage with one lead. It was noted that reprogramming was a required action. It was noted that impedance testing was also performed. It was noted that the issue resolved and the cause was not determined. It was noted that the patient was alive with no injury. It was noted that the patient had less than 50% therapy relief at the lead location. Additional information received reported that the impedance was good. It was noted that no x-ray was performed. It was noted that the patient obtained good coverage with the other lead. It was noted that no actions were planned.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger, product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a160, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).